Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that the patient wanted a stronger concentration of baclofen; however, the patient noted being told that the health care provider (hcp) did not want to increase it for fear of clogging the system. It was later reported that during the patient's refills, the health care provider (hcp) was pulling out more medication than what should be the pump. The patient noted that two refills ago, the hcp said the expected residual volume (erv) should have been 1 ml and the actual residual volume (arv) was ¿way over¿ and the patient was not able to get it filled. Then the patient noted that on approximately (B)(6) 2013, the patient was ¿way overdue¿ for a refill, and the erv was 1 ml and the arv was 5 ml. The patient noted the hcp only filled it with 20 ml, and for the next refill on approximately (B)(6) 2013, the erv was 4.5 ml and the arv was 5.6 ml. The patient reported he was getting good therapy. Then the patient noted he had a dye study on approximately (B)(6) 2013 and the hcp found something wrong with the catheter; that the medication was not going to the patient¿s spine. The hcp therefore told the patient he needed surgery to replace either the pump or the catheter, but they agreed to wait 3 weeks and then re-evaluate at that time. The next refill date was (B)(6) 2013 and the hcp had not yet scheduled the patient surgery. The patient again requested a higher level concentration in the pump to avoid needing to get a refill every 7 weeks. The patient was referred to his hcp. The drug in the pump was lioresal. Additional information has been requested, but was not available as of the date of this report.